Event description:
My brother (B)(6) has als and is a resident at the (B)(6). (B)(6) am filing this on (B)(6) behalf since communication is challenging for him (I am also his healthcare proxy/poa). Yesterday morning his vocsn multi-function ventilator completely shut down without warning. (B)(6) was alone in his room. I was told in a debrief call today that a vent alarm was triggered outside (B)(6) room, and a responding nurse found (B)(6) unresponsive. Code blue was activated and (B)(6) was bagged via his tracheostomy (which revived him) until another ventilator unit could be connected. The vocsn company was notified of the malfunction and a design rep arrived today to examine the unit. I understand that a definitive root cause has not yet been identified, and I was told the vocsn designer representative would be taking the unit back to the company to investigate/evaluate it further. My contact number is (B)(6). My address: (B)(6). (B)(6). I spoke with the asst., director of nursing, (B)(6), who is familiar with (B)(6) medical care note: on next page of this form there's a question "was someone operating the medical device when the problem occurred?" I answered "no" because no one was interacting with the machine; however, it was operating, as it provides continuous ventilation support for (B)(6). (B)(6) ((B)(6) residence) has the current list if it is necessary to obtain (with (B)(6) permission). FDA safety report ID# (B)(4).